Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 453 mg/dl while wearing the pod for more than 48 hours on the leg. Patient was very sick and was vomiting the patients mother stated that they saw that the cannula was dislodged from the patient's skin. They removed the pod and applied a new one and wen to the hospital. Patient was treated at the emergency room with intravenous therapy with an insulin drip. Patent's mother stated that the patient was prescribed phenergan for the motion sickness.